Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the black box showed power on reset events, and multiple call service 012, and 052/054 alarms. The pump powered up to a blank display. Moisture was found in the battery compartment. The battery compartment was cracked at the threads to the left side of the grip pad. The battery cap was not returned. The battery compartment threads were stripped and were unable to be secured. The test cap fit to maintain an electrical connection. The test cap was unscrewed a half turn leading to a pump reboot duplicating the power loss complaint. The test cap was fastened and no further power losses occurred. The pump was run for 24 hours successfully. A leak was found in the battery compartment. The pump was opened to find no moisture.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.